Event description:
Rptr alleged obtaining a discrepant blood glucose result of 34 mg/dl back to back with a result of 130 mg/dl on the voicemate advantage system when testing was performed less than 10 mins apart. Rptr indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.